Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the trigger was defective when the package was opened the complaint device was received and evaluated; visual inspection reveals that the red trigger is very loose, it can be moved back and forth with the fingertips. The device cover was removed to identify the failure, it was found that a small piece of the red trigger was broken, the rest of the components were on its place with no anomalies. The stop tube was cut to verify the implants, the two implants were found inside the needle shaft, however the first implant was slightly advanced, it was not at its normal assembly position, it was noticed that the needle is bent at its base. At magnification, it was found that the needle shaft, the suture retention tubbing and the first suture have rests of biological matter which is a sign that the device was introduced into the patient¿s body. According with the visual inspection results, this complaint can be confirmed. A possible root cause for the broken trigger can be attributed to a mishandled device, the operator probably introduced the needle into the soft tissue and mistakenly forced the device until the needle was bending, therefore when trying to deploy the first implant, it was stuck due to the bent needle leading to the broken trigger. A manufacturing record evaluation was performed for the finished device [5l95405 ] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to a meniscal repair procedure on (B)(6) 2020, it was observed that the trigger on the truespan 12 degree peek device was defective when the package was opened. During in-house engineering evaluation, it was determined that a small piece of the red trigger was broken and that the needle was bent at its base. There were no adverse patient consequences reported. No additional information was provided.